Event description:
It was reported that during a pci procedure involving a calcified, highly tortuous and 90% stenotic lesion located in the mid right coronary artery (rca), the stent dislodged from the express 2 monorail coronary stent delivery system. A 6fr heartrail al.75 guide catheter was engaged from the right femoral artery and a runthrough guidewire crossed the lesion. Predilatation was performed with a vento 3.0mm x 14mm balloon catheter following ivus. Crossing difficulties were encountered due the tortuousity and severe calcification at the proximal rca. When the physician attempted to remove the stent, the proximal edge caught the distal tip of the guide catheter, and the stent dislodged and migrated to the right femoral artery. The stent was successfully removed from the body using a j-shaped 0.014 wire and the 6fr guide catheter which was cut a the mid shaft. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.